Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that an embolization implant coil detached unexpectedly. The implant was removed without the need for intervention. There was no reported injury to the patient. The patient's condition was reported to be "good."

Manufacturer narrative:
The investigation of the returned coil system found the implant intact with no notable damage and to be attached to the pusher. No burn marks were found on the pusher's heater coil. The investigation found the pusher's body coil damaged 2" from the distal heater coil and lead wire separation starting 24" from the proximal connector. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint.